Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9872897. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9924772) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be pushed into the microcatheter. The physician tried to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter hub. The physician used another device to remove the stent and replaced it with a second stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9872897). The second stent was impeded in the y-connector and could not be pushed into the microcatheter. It was also reported that the stent component of the second stent was prematurely detached from the delivery wire in the y-connector. The physician removed the microcatheter and the second stent, replaced both devices to complete the procedure, which was reportedly prolonged by about 15 minutes. There was no report of any negative impact on the patient. On 07-may-2026, additional information was received. Per the information, the procedure was treating an aneurysm on the c6 segment of the right internal carotid artery (ica). Adequate continuous flush was maintained through the microcatheter. For both stents, aside from the reported premature detachment, no damage was noted on the stents / stent delivery systems. The information confirmed there was no negative impact on the patient and the physician did not consider the 15-minute procedure extension to be clinically significant.